Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invaded scope connector during user handling. It caused abnormality in electronic components. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed; biopsy channel is leaking due to a tear inside. In addition to the reportable malfunction of no image and b30 scope communication error, the evaluation found the following non-reportable malfunctions: scope leak test failed/unable to taped the leak; a-rubber glue chipped and lifting; forceps passage - biopsy channel leaking due to a severe tear inside used boroscope; brush passage caught cleaning brush while inserted; bending section failed electromagnetic compatibility test at ol ohms. Ad, charged coupled device shrink tube tear; insertion tube had scratch and heavy dent underneath boot and failed ring gauge; control body and scope connector had fluid/was wet inside after aeration dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope¿s biopsy channel was bubbling and the device failed a leak test. It was not reported when the issue was observed or occurred. The device was returned and during the device evaluation the following reportable malfunction was found: no image and b30 scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.